Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced both low and high blood glucose (bg) levels of 33 and 581 mg/dl. The cause of the low and high bgs was unknown. The customer attempted to address their low bg by consuming glucose tablets and then the customer went to the emergency room (ER) on (B)(6) 2023 for four hours because their bg went high. The customer received an IV with fluids of saline and insulin to resolve their high bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. No additional patient or event information was available.